Event description:
The pacemaker involved in this report was interrogated on (B)(6) 2011. Normal rate was confirmed. However, review of the files showed that pacing was delivered at upper-rate (120 min-1) for long period of time on (B)(6) 2011 (during an atrial arrhythmia). The physician requested an explanation: why no fallback mode switch occurred, and why pacing at upper-rate was observed.

Manufacturer narrative:
Feb. 25, 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.